Event description:
Consumer indicated she found fibers in her vagina from tampons and smelled a foul odor after using tampons a few weeks ago.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.